Event description:
The customer stated his sister tested her blood glucose and received a blood glucose reading of "hi" from his breeze2 meter and readings of 111 and 107 mg/dl from 2 other meters. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement strips and a new meter were sent to the customer.